Event description:
It was reported that loss of capture (loc) markers were noted on right ventricular (rv) lead presenting rhythm of the pacemaker. The auto-threshold was noted to be variable. Technical services (ts) was contacted for troubleshooting. Review of device data noted an appropriate evoked response channel signal and confirmed loss of capture at 1.1v. Variable rv thresholds over the last year were 1.4-3v, within range impedances and amplitude measurements. Ts provided troubleshooting recommendations for suspected lead integrity issues. This rv lead remains in-service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".